Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the laser was not working normally and the power setting had to be increased to complete the procedure. There was no harm to the pt. Additional info has been requested.